Event description:
It was reported in an article reviewed by manufacturer that the vns pt experienced a bradycardia event intra-operatively, upon initial implantation of the vns device, during lead test. The following is the summary of this pts event according to the info in the referenced article. No cardiac history upon physical examination. Heart rate prior to stimulation was 63 beats/minute. On intraoperative testing (lead test) a bradycardia event occurred at 54 beats/minute. The second test showed the same effect on the heart rate. After the lead test was completed, the heart rate returned to normal. The vns device was implanted as planned. No further cardiac events were noted.

Manufacturer narrative:
Ardesch jj, et al., "cardiac responsed of vagus nerve stimulation: intraoperative bradycardia and subsequent chronic stimulation", clin neurol neurosurg (2007), doi: 10.1016/j.clineuro.2007.07.024.